Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00376 and 00377. This event occurred in (B)(6).

Event description:
Allegedly the patient had failed total hip and loose acetabular component; patient underwent hip revision and replacement of acetabular shell and cupcage (right).

Manufacturer narrative:
Additional information received from clinical on (B)(6) 2019: allegedly patient underwent right hip revision replacement of acetabular shell cup cage, acetabular fracture and loose acetabular component. This changed some of the event problem and evaluation codes.

Event description:
Allegedly the patient had failed total hip and loose acetabular component; patient underwent hip revision and replacement of acetabular shell and cupcage (right). Sae# (B)(4). Additional information received from clinical on 04/04/2018: allegedly the patient had prolonged admission for wound monitoring; they had hematoma and wound drainage with post-op hypotension (right). Updated incident date and event term was updated from prolonged hospitalization to hematoma. Revision surgery captured under complaint (B)(4). Sae# (B)(4). Additional information received from clinical on 12/12/2019: allegedly patient underwent right hip revision replacement of acetabular shell cup cage, acetabular fracture and loose acetabular component. Sae (B)(4).